Manufacturer narrative:
(B)(4).

Event description:
It was reported the dilator didn't slide over the guidewire. The user tried to enlarge the hole with a dilator from another kit and then reinserted the dilator from the 4-lumen kit again. It kept not advancing in to the skin and bent at the tip. No patient harm was reported. The issue was resolved by using another dilator and finally the catheter passed over the guidewire. The procedure was completed.

Event description:
It was reported the dilator didn't slide over the guidewire. The user tried to enlarge the hole with a dilator from another kit and then reinserted the dilator from the 4-lumen kit again. It kept not advancing in to the skin and bent at the tip. No patient harm was reported. The issue was resolved by using another dilator and finally the catheter passed over the guidewire. The procedure was completed.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.